Event description:
It was reported that the patient passed away unexpectedly in their sleep. The patient's neurologist reported that the cause of death was likely sudep. It was reported that the patient's death was not believed to be related to the vns. No further relevant information has been received to date.